Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: d9. Updated fields: h3, h6. Based on the results of the investigation, the root cause could not be identified. The foreign material was not identified, and no damage was found near the area where foreign material was found. Three requests were sent to customer regarding their reprocessing practices, but no response was received. A device history review revealed no issues that could have caused or contributed to the reported issue. The potential for this issue is addressed in the device instructions for use. Instruction for detecting this issue is in chapter 3: preparation and inspection. In addition, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water tube, the air/water cylinder and the jet tube. There were no reports of patient involvement.